Event description:
It was reported that the surgeon found a fragment of a universal driver shaft on the x-rays.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.